Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced pericardial effusion requiring pericardiocentesis and perforation. The right ventricular (rv) lead exhibited unstable thresholds. The rv lead was repositioned. No further patient complications have been reported as a result of this event.